Event description:
The facility states while taking the consumer off of the bus, the chair allegedly drove off the lift to the left with the consumer in the chair. No serious injury is alleged.

Manufacturer narrative:
(B)(6) - a retrospective review of the adverse event file determined an MDR was needed. The consumer sought treatment at the ER. Update: (B)(6), a retrospective review of the adverse event file was performed. The consumer sought medical treatment at the ER. The consumer has moderate mental retardation, hydrocephalus, darier's disease and morbid obesity. It is uncertain if the consumer was properly evaluated for the use of this powered wheel chair. The inadvertent engagement of the joystick by the consumer at the time of the event may indicate consumer incompatibility with the device. It is uncertain if the consumer was wearing the seat positioning strap at the time of the event.

Manufacturer narrative:
(B)(6) - a retrospective review of the adverse event file determined an MDR was needed. The consumer sought treatment at the ER.

Event description:
The facility states while taking the consumer off of the bus, the chair allegedly drove off the lift to the left with the consumer in the chair. No serious injury is alleged.